Event description:
On 5/14: customer reports that during a procedure, the physician could not get the tube to retract. Customer also states that fluoro capabilities were lost and pt moved to another room for completion of the procedure.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer found unit lost 220vac input to 5/12 volt supply due to pins 1, 3, 4 not making good contact. Fse spread these pins which repaired the j68 connector on the power distribution panel. Fluoro was then verified by the foot pedal activation after 220vac was restored to the power supply. Unit returned to full service by the customer.